Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly and alarmed button error, as well as battery out limit. The customer's blood glucose was 292 mg/dl. The customer stated that the b and act buttons were intermittently responsive, which he noticed during a bolus attempt. He stated that he took the battery out of the device, and when he reinserted it, the device alarmed battery out limit. He stated that the batteries had not been out of the insulin pump for greater than the duration allowed by the device. He later stated that he was able to resolve the battery out limit alarm by changing the battery and resetting the time on the device. He was able to bolus for high blood glucose. The customer did not observe any significant events leading to the keypad issues. He was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. Unable to perform the displacement test or verify battery out limit due to no button response. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.